Event description:
The jaws of the device would not open despite repeated attempts. There was some tearing of tissue. Another device was used and there were no reported adverse affects to the patient.

Manufacturer narrative:
One atlas instrument was returned for evaluation. The jaws can be opened and closed without incident at this time. The device was functionally tested and performed properly and in accordance to the device testing standards. The sticking condition is the result of tissue sticking to the electrode surface of the jaws. Investigation into similar complaints concludes this condition is most often caused if the instrument is not cleaned properly during use.